Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the patient's right ventricular (rv) lead had dislodged. It was indicated that the patient had been chopping wood prior to the lead dislocation. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.